Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. 822369) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding, endometrial ablation, cystocele, rectocele, adenomyosis uteri, uterine fibroid and abnormal uterine bleeding. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("abdominal pain"), headache ("headaches") and abdominal distension ("bloating"). The patient was treated with surgery (endometrial ablation with novasure and laparoscopic assisted vaginal hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, heavy menstrual bleeding, dysmenorrhoea, abdominal pain, headache and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, dysmenorrhoea, headache, heavy menstrual bleeding and pelvic pain to be related to essure. The reporter commented: product insertion date updated from (B)(6) 2011 to (B)(6) 2011. Lot number: 822369. Most recent follow-up information incorporated above includes: on 27-apr-2021: mr received. Reporter information, patient medical history, product lot number, removal date, rcc, endometrial ablation with novasure surgery added for heavy menstrual bleeding, added. Product insertion date updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. 822369) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding, endometrial ablation, cystocele, rectocele, adenomyosis uteri, uterine fibroid and abnormal uterine bleeding. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), headache ("headaches") and abdominal distension ("bloating"). The patient was treated with surgery (endometrial ablation with novasure and laparoscopic assisted vaginal hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, heavy menstrual bleeding, dysmenorrhoea, abdominal pain, headache and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, dysmenorrhoea, headache, heavy menstrual bleeding and pelvic pain to be related to essure. The reporter commented: product insertion date updated from (B)(6) 2011. Lot number: 822369, manufacture date: 2011-01, expiration date: 2014-01. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 7-may-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), headache ("headaches") and abdominal distension ("bloating"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, menorrhagia, headache and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, dysmenorrhoea, headache, menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Essure removal added. Case upgraded to serious incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.